Event description:
It was reported that the pwd (person with diabetes) reported that she had to change a cassette early due to a line blocked alarm and the alarm was reviewed troubleshooting for line blocked alarms. The infusion set was loose and leaking. There was patient involvement, and no patient harm or no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.